Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
Patient has experienced hyperglycemia of above 500 mg/dl for 4-6 weeks, and he believes the insulin delivery of the infusion device is too low. His blood glucose elevates 3 days after the cartridge is changed, and he occasionally notices dampness in the cartridge compartment that smells like insulin. He did not require treatment from a healthcare professional or second party to address the issue. The infusion device was requested for evaluation.

Manufacturer narrative:
The complaint cannot be verified. The product meets the specification regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The alarm function of the pump was tested on the diagnostic test system and meets the specifications. The received used cartridge was visually, leak and glide force tested. Cartridge passed the visual test and the leakage test at different positions of the plunger rod. The glide force measured is in accordance with product specifications. The used infusion set was visually tested and tests for flow and tightness were performed. Infusion set was found in accordance with the product specifications.